Manufacturer narrative:
Method: device not returned. Results: device not returned. Conclusion: the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that during extraction of trio trauma, the set screw of offset connector didn&#38176;become loose. At that time, surgeon used torque wrench and target device, the hex of set screw was worn. After that the surgeon expanded the wound, cut rod, and extracted screw with the rod. The surgical delay was 20 minutes.

Event description:
It was reported that during extraction of trio trauma, the set screw of offset connector didn¿t become loose. At that time, surgeon used torque wrench and target device, the hex of set screw was worn. After that the surgeon expanded the wound, cut rod, and extracted screw with the rod. The surgical delay was 20 minutes.